Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm after multiple set changes. The customer's blood glucose was unknown at the time of incident. The customer has received no delivery alarm multiple times and changed the tubes and sites, it keeps her up at night 9 to 10 times it has alarmed. Alarm did not occur during manual prime, occurred during basal during the night. The no delivery is solved by complete set changes but alarm reoccurs. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.